Event description:
Patient (no clinical history available at this time) had vena tech lp vena cava filter, #31335, implanted in 2002. Insertion site and diameter of vena cava are unknown at this time. Post implantation films were normal, according to physician (film unavailable at this time). Almost 3 months post filter insertion, filter was reported to have been dislodged during a venous catheterization and migrated to the heart. The filter is reported to be badly damaged by the catheter. The filter has been removed surgically and the patient is reportedly in good condition and has suffered no adverse sequela.